Event description:
Working a trauma arrest patient the lp12 monitor began to show nothing but artifact on the screen in "paddle mode" although the patient had been in pea in lead ii. The monitor was shut off x 2-3 times but remained in this mode. All connections were also checked and found to be secure. The remainder of the transport the monitor stayed in "paddle" mode, so I was unable to see the actual patient rhythm approximately three minutes.